Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Subsequently, the pump shut off unexpectedly. Despite connecting the pump to a power source to charge, the pump remained unresponsive. Reportedly, the customer has an alternate pump available as alternate insulin therapy.